Event description:
Information was later receiving indicating the patient was doing very well. The doctor was going to ¿wait a while¿ and may re-implant a new pump.

Event description:
It was reported the patient developed meningitis. The pump and catheter were explanted (B)(6) 2015. The pump was used to deliver dilaudid. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n478654, implanted: (B)(6) 2014, product type: accessory. (B)(4).